Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose level was 248 mg/dl. Reportedly, the luer lock connection was not tight. The customer successfully tightened the luer lock to address the event, and primed the tubing until air bubbles were removed. The customer continued using the pump for insulin therapy,